Manufacturer narrative:
Due to character limitation in e1: full event site address: (B)(6). A getinge field service engineer (fse) arrived on site and found that the valve group data exceeded the range. After the spare parts were replaced and tested to meet the factory requirements, it could be used. After the manifold drive were replaced, the equipment was functionally tested according to the factory requirements. After the test data, the equipment met the factory specified requirements and was delivered for use.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection the cs300 intra-aortic balloon pump (iabp) valve group data was exceeding the range. There was no harm or injury.